Event description:
Customer reportedly obtained blood glucose results of 52 mg/dl, 41 mg/dl, and 74 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.